Manufacturer narrative:
Corrected information was provided in d3 (manufacturer fax), d8 (was this device serviced by 3rd party?), e1 (zip code, zip code extension). Upon review, it was identified that it was inadvertently omitted from the initial report. Corrected information was provided in d4 (serial number). Upon review, the section d serial number has now been updated. Corrected information was provided in e3 (initial reporter occupation). Upon review, it was identified that it was inadvertently submitted in error in the initial report. Corrected information was provided in h3 (device evaluated by manufacturer?). Upon review, the section h device evaluated by manufacturer, has now been updated. H6: updated codes based on the results of the investigation. H11: updated based on the results of the investigation. The cause of the pump stop could not be definitively determined. The cause of the injury was not determined due to insufficient clinical details.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc, or its employees that the report constitutes an admission that the product, abiomed inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
Clinical narrative: a 72 year old female with an indication for use of acute myocardial infarction with cardiogenic shock was supported with an impella cp device via left femoral percutaneous arterial access on (B)(6) 2026 at 11:30 am. The patient¿s pre support clinical condition was consistent with scai shock stage d. During support, the impella pump unexpectedly stopped and could not be restarted. Based on the available information, the event involved a pump stop that necessitated device explant and replacement, with no direct device malfunction confirmed at this time and no patient harm. The replacement aic did not resolve the issue, and the initial device was removed due to the failure mode. The patient survived following implantation of a new device with no further reported issues. Device outcome involvement was assessed as ¿no involvement¿, pending additional investigation, including returned product analysis and data download, which are required to further evaluate the complaint. The impella cp will be conservatively reported for hemodynamic instability due to temporary hemodynamic support interruption during the exchange, however the exchange was performed with no consequence to the patient and support.